Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance to the caller in resetting the pump, and the customer was advised to continue using the pump but to call back if the malfunction code recurs, which the caller acknowledged and understood.